Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: malaysia. It was reported the when the package was opened there was no rust on the blade. After using it on a patient, there was rust found on the blade.

Manufacturer narrative:
Investigation: due to the circumstances that we did not receive any products, an analytical investigation is not possible. As seen on pictures, the blade holder is manufactured by swann morton. According to information found on the manufacturers website, the blade handles used to be made of a nickel alloy. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specifications valid at the time of production. Conclusion and root cause: based on available information as well as the provided pictures we assume a related root cause. Rational: the yellowish shade of the handle is an indication for the possibility that the handle is made of a nickel alloy. Referring to electrochemical series nickel is more precious than iron of the carbon-steel alloy of the blade. Corrosion in contact-area between both materials with blood as electrolyte is possible. No CAPA is necessary.